Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. The following MFR report number is related to this report: 1221359-2022-00533-in.

Event description:
The customer reported false positive results with the ID now covid-19 assay for two tests. This MFR report addresses test 1 of 2. The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a nasal sample swab. Repeat testing was not performed. Rt pcr confirmation testing was performed on the same day and generated a negative result. The customer stated that the patient was asymptomatic. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m169624 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m169624 and test base part number 190-430 / lot m169624. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m169624 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however, a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction.